Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their infusion set site, infusion set tubing and attempted to change their cartridge. During the cartridge change, the customer received a cartridge change error with multiple cartridges. The customer's blood glucose (bg) level was 400mg/dl and a manual injection was administered to address the bg level. The contact reported that the customer was to use manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported occlusion alarm was identified and a different issue was identified.